Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 410.3 mcg/day; lot# was not able to be obtained) via an implanted pump. The indication for pump use was intractable spasticity. Following a catheter revision on (B)(4) 2016 (see manufacturer's report # 3007566237-2016-02027), the pump dose was left the same at 410.3 mcg/day. On (B)(4) 2016 it was reported that the patient was overdosed and they had to go down on the dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.